Event description:
Received information, the patient was experiencing difficulty recharging. The device was found to be in an over-discharged state. Physician mode recharge was performed and an end of service/end of life message was received. The manufacturer's representative felt this was only the second over-discharge on this device and should not be at eos. Additional information received stated the patient will possibly have the device explanted in order to have an unrelated medical procedure. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).